Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarm (cartridge alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.